Event description:
It was reported by customer that prior to use the cardiosave intra-aortic balloon pump (iabp), the helium sensor showed red indicator and low helium but tank was showing 45% . There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and noticed the tank was low ( around the 1/4 full), and the tank indicator was red. After doing a helium tank calibration, the tank indicator turned green. In addition, the stm mentioned that the helium tank will need to be replaced soon. The stm then performed a full calibration and tested the unit. The unit worked to manufacturer¿s specifications, and the iabp was released to the customer and cleared for clinical use.

Event description:
It was reported by customer that prior to use the cardiosave intra-aortic balloon pump (iabp), the helium sensor showed red indicator and low helium but tank was showing 45% . There was no patient involvement, and no adverse event reported.